Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that prior to a percutaneous coronary intervention, when the proglide package was opened, the needle plunger was observed to be partially pulled out of the device. A second proglide device was used to complete the procedure. No attempt was made to insert the device into the patient anatomy. There was no patient involvement. The operator was reportedly trained in the use of the perclose proglide device. No additional information was provided.